Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02130 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-02131 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip would not release from the catheter to deploy. The first clip was removed from the patient. The physician attempted to place a second clip and the same issue occur. The procedure was completed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.